Manufacturer narrative:
Device eval: the evaluation has not been completed. A f/u report will be submitted when the eval has been completed. Eval: conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
During a percutaneous transluminal coronary angioplasty procedure the gauge did not respond to applied pressure. The physician continued to use the device. No pt harm or injury was reported.